Event description:
It was reported that during a routine follow-up this implantable cardioverter defibrillator (ICD) recorded a high out of range pacing impedance measurement, measuring greater than 3000 ohms. In addition, there were three other pacing impedance measurement, measuring greater than 2000 ohms recorded. Currently the impedance measurement is at 383 ohms and the shock impedance measurement is stable. It was suspected that there could be a lead fracture, and the plan is to perform an x-ray to exclude the lead. A revision procedure will be scheduled depending on the findings. No adverse patient effects were reported. The device and this competitor lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).